Manufacturer narrative:
(B) (4). Te actual sample was discarded and not companion samples are available for evaluation.

Manufacturer narrative:
(B) (4)

Event description:
A customer contacted baxter's technical service center to report a hole in her supply line. The home patient (hp) stated she was setting up therapy and her cat came into the room and bit the supply line. The supply line then had a hole in it. The hp was requesting assistance ending setup, so she can start over with new supplies. The technical service representative (tsr) assisted the hp to end setup and retrieve the cassette. Product surveillance contacted the home patient (hp) regarding the reported event. The hp stated, she saw the cat jump up and bite a hole in the supply line. The hp stated she discarded the cassette. The hp stated, she developed peritonitis as a result of this event. Additional information received from the facility nurse on 2-11-10 indicates: the patient confirmed the cat chewed a hole through the device. Approximately 1 day later, the patient reportedly experienced cloudy effluent. The effluent was cultured on an unknown date and was positive for an unknown organism specific to cats. The patient was initially place on kefzol 1gm intraperitoneal (ip) for 5 days then changed to levoquin orally for 14 days. The patient has recovered from the peritonitis and the outcome was good.

Event description:
Additional information received from the facility nurse was received on 2-16-10 and indicates the following: the date of the event has been confirmed as (B) (6) 2010. This was considered a bacterial peritonitis, but the patient was not hospitalized. The effluent was analyzed on (B) (6) 2010 and the leucocyte count was 825 cell.ul. The culture results indicate: pasteurella multocida. A gram stain was performed and results indicated negative rods. The patient was placed on fortaz 1 gram intraperitoneal (ip) for 6 days, then levoquin 250mg per day for 14 days. The reported possible cause of the peritonitis was the cat clawed a pinhole in the peritoneal dialysis bag which went unnoticed until the patient noted the cat clawing the bag the following night. The patient has been retrained and removal of the cat from the room during dialysis was recommended.

Manufacturer narrative:
(B)(4).